Event description:
Customer reports a group a patient was tested on the provue and a false negative result was observed in the anti-a microtube of the abd/reverse gel card, lot# 060613037-58 expiring 04/10/2014. Customer was expecting a positive result based on the patient's historical blood type of being group a. The patient is a (B)(6) old male with no history of being transfused. On (B)(6) 2013 the provue processed the patient sample (ID (B)(6)) and the blood group was interpreted by the provue as a group o. The reactions were: anti-a= negative; anti-b= negative; anti-d= 4+; a1 cell= 1+ ; b cell= 3+; interpretation by the provue was o pos. Upon review, the tech recognized the discrepancy between the historical blood type as an a pos verses the provue's interpretation of o pos, and a new sample was drawn from the patient. The second specimen (ID (B)(6)) was tested on the bench by tube method. Customer states the patient sample was weakly positive with anti-a. Supplemental testing was done using a1 lectin, and the reaction was negative. This confirms the patient is not blood group a1. The lot numbers of reagents used were not available. On (B)(6) 2013 the second specimen (ID (B)(6)) was tested and the provue reactions were: anti-a= 1+; anti-b= negative; anti-d= 4+; a1 cell= 1+ (the tech modified the result to negative); b cell= 3+ ; interpretation by the provue was weak group a. The backtype demonstrated there was an anti-a1 detected in the patient plasma. Two additional specimens (ID (B)(6)) were obtained and the provue results are reported as being the same; weak group a with and anti-a1 in the patient's plasma. On (B)(6) 2013 customer processed all four samples on the provue. The original sample (ID (B)(6)) that typed as a group o initially, retested as a weak group a with an anti-a1 in the back type(the tech modified the result to negative). Copies of the results were emailed to cts and are attached to this record. Customer reports there were no other issues observed with the provue and all quality control passed each day of use. Customer is confident the provue is working as expected but demands documentation be provided to explain the event reported and the limitations of the abd/reverse gel cards. Complainant name: same as reporter problem description: issue started on: (B)(6) 2013; frequency: once; sample ID: (B)(6). Error occurred during: routine blood typing test other relevant details: customer states the original sample (ID (B)(6)) was tested on the galileo and the results were concurrent with the provue's; the patient was typed as being group o. No further details given regarding this testing. Actions taken by customer: (before calling). Troubleshooting: cts emailed the instructions for use for the abd/reverse gel card and discussed the following passages from the limitations of procedure: "some weak subgroups of the a and b antigen may not be detected by these mtst anti-a and anti-b reagents." "Suppressed or diminished expression of certain blood group antigens may give rise to false negative reactions. For this reason, caution should always be exercised when assigning the abo phenotype. The results of forward grouping (red blood cell) testing should be confirmed by reverse grouping (serum) testing." Customer is not willing to do further testing. Next action: cts will initiate the process to write a customized customer letter as requested.

Manufacturer narrative:
It cannot be determined if this event is related to the limitations for the abd/reverse gel card documented in the IFU; "suppressed or diminished expression of certain blood group antigens may give rise to false negative reactions. For this reason, caution should always be exercised when assigning the abo phenotype. The results of forward grouping (red blood cell) testing should be confirmed by reverse grouping (serum) testing." Customer is confident the provue is working as expected but demands documentation be provided to explain the event reported and the limitations of the abd/reverse gel cards. Customer was expecting a positive result based on the patient's historical blood type of being group a. Quality control testing performed before and after this event passed. There was no reported harm to any patients. (B)(4).